Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose on (B)(6) 2018, 12 a with blood glucose of 508 mg/dl. Customer¿s blood glucose at the time of incident was 290 mg/dl. Customer¿s current blood glucose is 523 mg/dl. The customer was treated with syringes and insulin, bolused using the insulin pump and took a shot. Customer reports they have contacted their healthcare professional regarding the high blood glucose. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. Customer is able to perform high pressure test at this time. Assisted with performing the high pressure test. Test was passed . The insulin pump will not be returned for analysis.